Event description:
Tissue retrieval system failed during removal of the prostate. Prostate fell out of bag and into patient's abdomen. Surgeon states that this is a non event that may have taken a few minutes extra to retrieve the prostate and at most a millimeter or two increase in incision size.

Manufacturer narrative:
The event extended the procedure by 10 minutes. No injury to the patient was reported. Anchor's investigation has been able to confirm the cause of the incident as material delamination of the bag material. An improvement corrective action plan has been defined and implemented for the supplier's process and equipment to reduce the potential for delamination of the bag material. This product was manufactured prior to implemented corrective action.